Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery and occlusion test due to prime anomaly. No random beeping noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump has broken belt clip slot, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump randomly beeped and sustained physical damage. The customer's mother stated that there was a chunk of the insulin pump missing between the battery compartment and reservoir compartment. The caller did not know the customer's blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller stated that the customer had already disconnected from the device. The customer's mother did not know how the damage had occurred. She also mentioned that the customer experienced high blood glucose. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined to troubleshoot further, stating that she wished to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.